Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2025-01910 included an incorrectly reported imdrf annex a grid code. The correctly reported imdrf annex a grid code is as follows: a0501 - detachment of device or device component (2907).

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle separated from the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d2a. Medical device type: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. G.4. PMA / 510(k)#: k243207. H.1. Type of reportable events: serious injury. H.1. Imdrf annex e grid (1): e2010 - needle stick/puncture). H.1. Imdrf annex f grid (1): f11 - non-serious injury/illness/impairment). Investigation summary: bd had not received any samples or photos for investigation. However, functional tests were conducted on 10 retained samples, and all samples passed with no evidence of damage, leakage, or separation during use. Additionally, 20 retained samples underwent visual functional tests for defective locking mechanism and hub/collar separation, and all samples passed with no signs of damage or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle separated from the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle separated from the holder. No adverse impact was reported regarding the patient or user.